Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2007 the patient presented with pre-op diagnosis of degenerative disk disease of the lumbar spine with foraminal stenosis of rom l3-s1. The patient underwent the following procedures: spinal decompression at l3-l4, l4-l5, and l5-s1; pedicle screw fixation with fusion from l3-l4, l4-l5, and l5-s1; iliac bone graft harvesting; allografting. System used: spine system along with cancellous allograft, duragen plus from integra life sciences and rhbmp-2/acs. Indication for surgery: the patient had presented with a history of having developed severe symptoms of pain in the lower back with radiation of pain down both the lower extremities over the past several years. X-rays and MRI did confirm the presence of a severe degenerative disk disease from l3-s1, for which she was now indicated of spinal decompression and fusion after the conservative treatment failed. Per op notes, once the spinal decompression was done, pedicle screw insertion was completed under x-ray control. The fixation appeared to be satisfactory despite the possible osteoporosis. The cortical cancellous allograft was packed in the lateral gutters. Now, two rods were applied with the help of the connectors to the four screws on each side. At l3-4 on the left side, the scoliosis was corrected during dissection on the left side only. The screw was then tightened and then broken off. The crosslink was applied as well. At the end of the procedure, 30 cc of cancellous allograft was taken and it was packed into the lateral gutters. Next, the rhbmp-2/acs was prepared and three sets of each collagen strips were placed on the graft in the lateral gutters on either side. Afterwards the dura was inspected. Hemostasis was achieved. There appeared to be slight thinning of the dura at the level of l4-l5. It was nicely packed with duragen material. Valsalva maneuver was taken and no csf leakage was noted. The patient tolerated the procedure well a nd no patient complications were noted. On (B)(6) 2013 the patient underwent an unknown fusion procedure in which rhbmp-2/acs was used.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.